Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.